Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to suspected thrombosis. Hemolysis had occurred and the patient began to become clinically less stable. Flow was compromised, though not so severely that the patient was injured or critically decompensated.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: vad inflow out of line. Pt needed crrt. Lvad exchange.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 4¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a flat, tissue-like deposition on the body of the rotor. The areas of this deposition that were in contact with the rotor¿s blade were slightly denatured, indicating that it was present while the pump was supporting the patient, but likely formed elsewhere within an acute time frame. Although the origin of this deposition and the root cause for its development could not conclusively be determined, it could have contributed to the patient¿s hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.